Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead complained about receiving a shock. Interrogation revealed that pacing impedance was low and out of range. Sensing had dropped. A stored episode revealed artifacts which led to inappropriate sensing of ventricular fibrillation. The shock was suspected to be inappropriate. An insulation issue was also suspected. This lead was successfully replaced. During the procedure, there was no visible lead failure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.